Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator upgrade procedure. The right atrial lead exhibited loss of capture and high thresholds. The lead was successfully replaced. The patient was stable throughout the procedure and the day of discharge.